Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer experienced a high blood glucose. Patient's blood glucose level at the time of incident was 513 mg/dl and was treated with insulin pump. Troubleshooting did not resolve issue. Products will not be returned for analysis.